Manufacturer narrative:
(B)(4)

Event description:
The customer replaced a photometer lamp on the cobas 4000 c (311) stand alone system (c311) as part of routine maintenance. Upon inspection of the removed lamp, the plastic covering of wires from the lamp was found to be burned and melted. The wires inside the covering were exposed and visible. No adverse events occurred for this event. There was no smoke or fire. The field service engineer determined that the cables of the photometer lamp touched the lamp housing. He replaced the photometer lamp and ran a photometer check. All checks and quality controls were within specifications.